Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right atrial channel due to programing of the device and retrograde conduction. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.